Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) reading was 20 points lower than expected with the blood parameter monitor (bpm). This issue has been occurring since the recent notice of field correction (nfc) upgrade. The device was not changed out, as they recalibrated the unit as appeared to be working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 04/24/2015: this behavior was observed after the bpm unit had been upgraded from version 1.65 to 1.69. The unit passed the color chip test at monitor start-up. In the first minutes of cpb, the svo2 was significantly lower than what they usually saw with version 1.65. The svo2 was being measured between 50-60%, even though the blood color in the venous line appeared brighter than this measured level. When an in-vivo calibration was performed 10-15 minutes into pcb, it was observed the svo2 measure of the bpm was 10-20% points lower than the laboratory analyzer. After the svo2 of the bpm was adjusted to the laboratory analyzed value, the bpm was closer the remainder of the procedure, usually less than or equal to 5% points of the laboratory analyzed value. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00398 and MDR #1828100-2015-00399.